Manufacturer narrative:
The device was not returned for evaluation. Since the patch was discarded after explantation, it is not available for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
During a visit to the facility the sales rep was informed that a duravess patch was explanted due to detection of a pseudoaneurysm and infection at the site of the duravess patch. The patch was implanted during a right femoral artery endarterectomy with patch angioplasty on (B)(6) 2021. The patch was explanted on (B)(6) 2021. It was confirmed that the patient is doing is well post recovery.

Manufacturer narrative:
The manufacturer's address is (B)(6).

Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.